Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during interrogation at the hospital that the right atrial lead exhibited out of range, high pacing lead impedance. The lead was reprogrammed, and the patient was scheduled for lead revision. The lead was explanted. No patient consequences were reported.

Event description:
New information received states that the patient was stable post procedure and discharged.